Event description:
It was reported to philips that the system's wired footswitch was unable to trigger exposure, which can impact imaging. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the cardiac chamber diagnostic procedure was completed as planned with delays that were not critical enough to discontinue treatment. The remote service engineer (rse) analysed the system log file and identified that the point resonance frequency was too high. The cause of the point failure could not be conclusively determined by the supplier's part analysis, however the replacement of the power inverter (point) certeray by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was completed as planned without any impact on treatment. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.